Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the haptic of the lens did not open as it should. The lens broke while being removed from the eye. Some of the lens remains in the patient's eye. Additional information was provided by the surgeon that during phaco and implantation of the iol, there was a posterior capsule tear and an anterior vitrectomy was performed. Surgeon then attempted to implant the lens in the sulcus. He tried to manually fold without success. Upon using a cartridge instead, the trailing haptic did not come out correctly, so he attempted to rotate the lens in place without success. The surgeon used scissors to remove the lens and half of the lens fell "to the back of the eye." A vitreoretinal surgeon advised the implanting surgeon to leave the lens and plan to bring the patient back for a secondary lens implant.